Event description:
The customer reported via phone call that he had an adverse reaction due to forgetting to eat. Customer stated that he woke up in the hospital due to the paramedics being contacted on (B)(6) 2014. Customer's blood glucose was possibly 8 mg/dl. Customer was in the hospital until he was released. Customer does not recall all the exact events.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.